Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was discovered it was received in two parts. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 400cc, catalog number 3507400bc, serial number(B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced rupture on the left side. The rupture was discovered during explantation on (B)(6) 2019. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 700cc, catalog number 3507004bc, serial number (B)(6) (l) and (B)(6) (r). This report contains supplemental information for mentor psr reference number (B)(6),